Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters, (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were yielding hemolysis.